Manufacturer narrative:
This event is related to the event reported in MDR #2122870-2011-06322.

Event description:
The customer contacted reported that their unicel dxi 800 access immunoassay system produced three erroneously elevated troponin I (accutni) results within the risk stratification range of the assay on three patients. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample collection device and centrifugation information have not been supplied to date. The qc, system check, and service information have not been supplied to date for this event. Repeat testing of patient one's sample re-produced the elevated patient results while repeat testing on an alternate methodology produced lower results that were discordant to the access results. Repeat testing of patient two sample produced lower results within the normal reference range of the assay. Repeat testing patient three's sample produced lower results still within the risk stratification range but outside of labeled accutni precision claims. A definitive root cause for this event has not been determined to date.